Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-02395 pertains to the other device. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.